Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm, and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved when she started over using new supplies, but she did not know the cause of the alarm. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.